Event description:
At the end of the case, the pt was extubated and the procedur was complete; however, the doctor noted during manual ventilation that there wea a leak. The doctor was able to compensate the complete the case. After the case, the doctor ws then adjusting the apl valve to address the leak and upon adjustment, the apl valve came apart in his hands.